Event description:
A report was received that the patient was experiencing pain and itching at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was no longer using the stimulator. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain and itching at the ipg site. The patient will undergo an explant procedure.